Event description:
During a laparoscopic cholecystectomy, the versaone trocar that the surgeon was using was leaking co2 [carbon dioxide], therefore insufflation of the abdomen was not occurring. The trocar was replaced and surgery continued successfully. The defective trocar was a covidien versaone optical trocar with fixation cannula 5mm standard (ref #onb5stf).